Manufacturer narrative:
The malfunctioned device was not returned to the manufacturer for mechanical evaluation or investigation.

Event description:
During a cholecystectomy procedure, the jaws of the renew lapclinch grasper forceps tip broke. The procedure and anesthesia time was extended by one (1) hour. There was no harm to the patient.